Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of tracebaility and devices history records. Product was not returned, it is still implanted, no evaluation could be performed. Investigation still in progress. Remains implanted.

Event description:
Mobi-c p&f us: patient pain & osteolytic. The surgeon performed a 2 level surgery for a patient 18 months ago and he returned to clinic complaining of symptoms. Upon review of the images, it appears that the patient has auto-fused and has some minor osteolytic changes in one of her vertebral bodies. Both of the mobi-c devices are still in position and appear to be functioning properly. Additional information was received on july 17th 2019: initial surgery date: (B)(6) 2017. No revision planned. No images which can be shared. No specific contributing factors associated with her recovery. Investigation ongoing.

Manufacturer narrative:
(B)(6). Additional information: h6 (method, results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that 18 months following surgery, the patient had return of symptoms. Auto-fusion had occurred at the level of the mobi-c implant and there was minor osteolytic changes in the associated vertebral body. The surgeon reported that the device was still in position and functioning properly.